Event description:
It was reported, the camera head kept getting error message. The issue was found during preparation for an unspecified procedure which was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E2 (health professional): no e3 (occupation): non health care professional the device was returned to olympus for evaluation and the customer's allegation was confirmed: "keep getting error message" found error 224 due to bad cable unit connector. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record review was conducted, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.